Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms of urinary retention and edema are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Additionally, the reason for urinary retention, edema, length too short were determined to be inadvertent/unintentional interaction; therefore, conclusion codes of unintended use error caused or contributed to event and known inherent risk were assigned to this investigation.

Event description:
It was reported that, one day after the implant surgery of this artificial urinary sphincter (aus), the patient experienced urinary retention and edema. The aus was deactivated, a urinary catheter was placed, and the patient was treated with corticosteroids. Two weeks later, the catheter was removed, but the patient was still not able to urinate completely, just partially void. The physician believes that the implanted cuff is too tight; therefore, a revision surgery to replace the component has been requested.